Event description:
It was reported that the patient with this pacemaker experienced seizures, passed out and went to the hospital. Technical services (ts) reviewed device data and noted that there was atrial signal oversensing on the ventricular channel which resulted in periods of pacing inhibition of greater than two seconds. The health care professional (hcp) made programming changes to resolve and planned to try a leadless pacemaker for this patient. This device remains in service. No additional adverse patient effects were reported.